Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-06579. It was reported that during a percutaneous coronary intervention, stent damaged occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal, mid to distal left anterior descending artery (lad). After performing intravascular ultrasound (ivus), predilation was performed using an unspecified balloon catheter. A 2.5mm x 20mm promus element plus stent was advanced and implanted in the distal lad, a 3.0mm x 28mm promus element plus stent was implanted in the mid lad and the 3.5mm x 32mm promus element plus stent to the proximal lad. An atlantis sr pro² imaging catheter was advanced to the lesion without any resistance for post ivus. When the atlantis sr pro² imaging catheter was withdrawn, the device was stuck on the 3.0mm x 28mm promus element plus stent. The imaging catheter was removed intact however the 3.0mm x 28mm promus element plus stent was compressed and deformed. A 3.0mm x 12mm promus element plus stent was used to treat the stent deformation. Final ivus was performed which showed no issues and the stents remained well apposed to the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient status was good.